Event description:
It was reported by the patient that the implantable pulse generator (ipg) had "fallen" out of the pocket. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead are showing enough to where they are ready to "pop" through the skin. The ipg, ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.